Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of edema and use of device issue: "contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the lips. Patient went home and 2 days later developed badly swollen lips that were "caused by blood vessel puncture." Patient was treated with antibiotics. Two weeks later, the patient's "condition is okay and has recovered."